Manufacturer narrative:
The device was returned and evaluated. Evaluation of the device revealed that the hook & loop end of the unit tore off at the cuff end of the restraint. The unit is pending further investigation. Note: this submission is based on initial evaluation and user facility's reported issue. Note: instructions for use (IFU) "contraindications" specify to not use this device on a patient who is or becomes: suicidal; highly aggressive or combative; self destructive; or deemed to be an immediate risk to others, unless the patient is under constant supervision. Additionally, the IFU states: "before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged." Manufacturer's record #: (B)(4).

Manufacturer narrative:
One pair of the 2791q from inventory was compared to the returned 2791q. It appears that the box stitch on the returned product has been sewn with a high amount of tension. This caused the box stitch to become deeply compressed in the lycra (fabric material) and the ankle cuff to become wavy. There is no excessive compression on the lycra found on the unit from inventory. Once the patient applied pressure the excessive tension of the threads on the webbing caused the reported break to occur. Inspection of the frayed edges where the failure occurred suggests the failure was not instant; however, occurred over a period of time. Although root cause cannot be determined, it can be speculated that one or more of the following factors may have led to the reported issue: incorrect sewing machine settings, operator error during manufacture, or customer misuse. Although it cannot be confirmed that operator error led to the failure, re-training was performed for all staff per the work instructions required. Further corrective or preventative actions are not necessary at this time. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted.

Event description:
Supplemental submission based on additional investigation by engineering.

Event description:
Customer reported while the restraint was in use with a combative patient, the patient was able to break free of the restraint. No injury was reported. There is no information on the exact date of event.